Event description:
It was reported that the customer had high blood glucose and his insulin pump was malfunctioning. Caller stated that the customer was rewinding the insulin pump and the drive support cap came loose. Nothing further was reported.

Manufacturer narrative:
Insulin pump ws received in with a detached end cap, cracked display window, scratched lcd window and a cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.